Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged due to a prema ture ventricular contraction (pvc) prior to release. The valve was removed and left at the sino-tubular junction. A second valve was implanted without difficulty. No adverse patient effects were reported.